Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-sep-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The available pump history indicated the pump was delivering the programmed basal rate. The pump passed delivery accuracy testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No defects were identified during testing.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) above 33 mmol/l and an ¿awful¿ feeling associated with an alleged inaccurate delivery. It could not be determined whether or not the patient continued pump therapy and or if the patient received any treatment above and beyond the usual routine of diabetes care and management. Troubleshooting with customer technical support (cts) could not be completed because the patient stated that the pump was already returned so it was not available. The patient had a urinary tract infection and was taking antibiotics which may have contributed to the alleged bg excursion. This complaint is being reported based on the allegation that the patient experienced hyperglycemia and the pump could not be ruled out as a contributing factor.